Manufacturer narrative:
(B)(4).

Event description:
The complaint states a loss of connection occurred. No product or data was provided for evaluation. Confirmation of the complaint and a root cause could not be determined.